Manufacturer narrative:
The migration was related to patient anatomy. Limb migration with type ib distal observed on (B)(6) 2019 which resulted in rupture on (B)(6) 2019. This was treated with open repair and explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that proximal limb migration with a type ib endoleak was observed 3.5 years later. It was reported that this was repaired with open surgery. The cause of the event was not determined. No additional clinical sequelae were reported and the patient will be monitored.